Event description:
The customer reported the system would not make x-rays while the customer was on the table. It also gave a 1283 power supply error message.

Manufacturer narrative:
The ge service rep suggested the customer look at the main breaker because it may have been tripped. The customer did find a tripped breaker and reset the breaker system. The system now works as intended. No harm was caused to the patient.